Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a hawkone device to treat a cto (chronic total occlusion-100%) in the left proximal, mid and distal superficial femoral artery (sfa). The vessel presented severe tortuosity and the lesion was severely calcified. A non-medtronic 7fr sheath, a 0.014¿ x 300 guidewire and a non-medtronic embolic protection were used for the procedure. The IFU was followed with no issues reported. Pre-dilation was performed. The physician reported that several passes were made with the hawkone. The device was cleaned without any issues. The physician then re inserted the device and when it was being removed from the patient, it got stuck over the bifurcation. Moderate resistance was experienced during withdrawal of the device from the patient and when it was pulled with force, the catheter came out without the tip, as it was detached at the hinge pin proximal to the nosecone. The tip was removed from the patient and no fragments remained. The physician noticed that there was a bit of resistance when opening and closing the cutter and a kink was observed on the guidewire after removal from the sheath. The procedure was completed with pta and stent. No patient injury was reported.

Manufacturer narrative:
Visual inspection: it was observed the housing fractured off from the cutter widow location of the distal assembly. The distal segment was analyzed. The approximate length was 6cm. The tecothane disengaged from the housing at the proximal end. The coil within the tecothane was stretched out proximally. The guidewire tubing of the housing assembly showed a zipper tear throughout the segment. The distal end showed the guidewire lumen material flared outward. The guidewire lumen of the rotating tip showed signs of buckling at the proximal end. The distal tip of the hawkone showed no damage. The proximal segment of the hawkone showed the cutter protruding out from the cutter window the cutter was exposed approximately 2cm. No damage to the cutter or drive shaft was noted. The distal end of housing/fracture face showed a coil stretched out distally from the area of the cutter window. If information is provided in the future, a supplemental report will be issued.